Event description:
It was reported the device was used during a right nephrectomy procedure, when the surgeon's hand was removed, it tore. Another device was used to finish the case. There was no pt consequence.